Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion set was attached to the patient and the fluids had leaked onto the patient¿s bed. Customarily, the "IV reseal" was attached to a flush syringe or connected between the IV (typically #20ga) and the primary infusion tubing without a pump attached. There was no patient harm.